Manufacturer narrative:
Other, other text: b3: date of event is unknown. One infusion pump was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be cracked on the right plunger case and battery door. The "device's" event history log was reviewed for evidence of the reported problem, battery depleted? Was found. To conduct functional testing the device was powered up to get a reading of the battery. Upon power up, battery depleted alarm was found ? Due to customer using the device with battery until the battery capacity was fully depleted. The battery is charging and discharging as intended and within required specification. Battery was replaced as a preventative measure due to the battery being over six years old. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, that the pump had a depleted battery. No patient involvement reported.